Event description:
Patient reported obtaining back-to-back glucose results of "hi" (> 600 mg/dl) and 213 mg/dl, while using the suspect device. Patient did not modify therapy based on these values. No patient injury was reported and no treatment was received. Quality control testing was not performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.